Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support of encountering a fluid leak during fill 3 of treatment. The patient did not immediately report the alleged event when it occurred. The patient reported no kinks or obstruction in the tubing, clamps open and cones broken. Supply bag was almost full, hanging on the side and the heater bag was empty. Both bags were 5000ml. All connections were verified. Patient stated that the fluid leak was coming out around the supply bag connection down to the floor. Patient verified that the connection was completely secure. The patient did however disconnected/connected the line (patient is aware that was not the best option). Patient reported the cycler was dry and there was no solution contacting the cycler. Cycler load cell 715.0. The patient was advised to continue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient indicates that the clinic was not notified of the alleged event. Patient reported skipping two treatments due to catheter issues. The patient reported resuming treatment on a replacement cycler. The cycler set was discarded by the patient. The patient did not report experiencing any complications as a result of the alleged event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."